Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and the insulin pump received a software error and a failed battery. Customer's blood glucose value was 40 mg/dl, 316 mg/dl and 340 mg/dl. The customer was treated with orange juice and sugar. The customer declined troubleshooting. The customer states that they were unable to clear alarm. The customer was able to rewind the insulin pump. Customer states insulin pump was not exposed to a high magnetic field. The customer performed self test and it passed and also performed displacement test. The device will not be returned for analysis.